Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection to the infusion set tubing unscrewed completely. Customer's blood glucose level was in the mid 200's (mg/dl). Reportedly, the customer's parents assisted the customer with administering a bolus. Recommendation was made for the contact to reconnect the luer lock connection and to go through the fill tubing process to remove any air bubbles that may have been introduced prior to resuming insulin delivery.